Event description:
It was additionally reported that diplopia was noted. A computed tomography (CT) was done and three subacute ischemic lesions were noted. The issue resolved and there were no other deficits.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the hm3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction,¿ lists potential adverse events including bleeding and stroke that may be associated with the use of the hm3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that bleeding was noted at the apex around the pump. The patient returned to the operating room (or) for hemostasis. The bleeding resolved and the patient was brought to the intensive care unit (ICU). The patient was now stable at home.